Event description:
It was reported, that the device was not heating up. There has been no report of patient involvement, or no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
B3: date of event and d4: UDI number are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
Additional information received confirming the fluid warmer did not reach temperature during preventative maintenance (pm). No patient involvement reported.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection noted: front cover cracked, water tank cover has a crack in both bottom corners, pole clamp discolored, line cord faded, water tank looks rusty, corroded quick connect, and a crack under quick connect. Functional testing confirmed the complaint when the device did not reach an acceptable temperature range. The root cause was attributed to the heater not working. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device was last serviced about 8 months earlier. There was no indication or evidence in the service history to indicate that the complaint is related to the previous service event. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.